Manufacturer narrative:
Pump passed functional testings' including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No excessive "no delivery" error alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that customer hospitalized on (B)(6) 2016 with blood glucose of 517 mg/dl. Customer had symptom of nausea. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call and was treated with insulin drip. Customer was not wearing insulin pump at the time of hospitalization as it was taken off upon arrival to the hospital.